Event description:
The user's family member called to report that the device was reading their blood glucose higher than it actually is. User took extra insulin before going to a birthday party. Five hours later user was incoherent and the device read 88 mg/dl. Emergency medical technicians were called and their meter read 35 mg/dl. User was given valium for a seizure and taken to the hosp and kept a couple of hours. Another event happened and the device read 160 mg/dl when user was incoherent and emergency medical technicians were again called. Emergency medical technicians tested blood glucose and the level was 43 mg/dl. User received treatment of an IV and transportation to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for observation.